Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report indicates: physio-control evaluated the customer's device and verified that it would not power on and the device's batteries were depleted. Physio replaced the device's batteries. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Section h10 and/or h11 of the initial medwatch report should have indicated: physio-control evaluated the customer's device and verified that it would not power on and the device's batteries were depleted. Physio replaced the device's batteries. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control determined that the cause of the reported issue was due to the depleted batteries.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that it would not power on and the device's batteries were depleted. Physio replaced the device's batteries. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.